Event description:
Hospital advised that diprivan was set up to infuse on channel a at 5:55am in the drug, rate, calc mode. Hosp indicated they believe the prescribed rate was 30 ml/hr. It was estimated that pt rec'd 1,750 mgs in approx 2 hours. This was determined on the basis that diprivan comes in 500mg/50ml vials and 3 1/2 vials were used. The hosp stated they believe this was a user error. There was no pt consequence.